Event description:
While the physician was pulling on the string, the catheter broke apart. Additional information received (B)(6) 2012 - confirmed by the physician to the district manager: the physician used another manufacturer's tulip shaped snare for removal. The physician grappled broken fragment in middle and it folded over and pulled out through 8fr sheath. Fragment may show some trauma/fatigue in its mid part as a consequence. The broken piece should have a round manufactured appearance at one end and be "fractured" at the other. A section of the device does not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). One fractured section of the stent was returned. The fractured portion measured approximately 3 cm in length. One sideport was visible. The fractured portion is a straight, clean break. The remainder of the stent, suture, or delivery system were not returned. Quality control (qc) confirms correct suture placement and suture is double stranded. Knotted portion of suture must be secure in thumbscrew. Qc also confirms correct length of suture exiting out of stent. Qc also confirms the correct size, placement, and quantity of sideports. Sideports must be clean and free of excessive clutter. The instructions for use (IFU) details appropriate placement and usage techniques, including string removal instructions and tips. Per the IFU, "cut the string and remove. The wire guide can now be advanced further into the renal pelvis. Note: if the string cannot be easily removed, tie an additional length of string to the cut string, then advance an appropriately sized dilator over the string. While the dilator holds the stent in place, slowly remove the string. Per the description of the event, the suture fractured while the physician was pulling on it. However, upon examination of the returned product, the stent did not fracture at the location of suture attachment, but rather proximal to it, between the first and second sideports. We are unable to determine what may have led to this failure mode. However, it is possible that the device was exposed to forces beyond its design during removal. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of the risk analysis, no mitigating action is required at this time.